Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was explanted because of a (B)(6) infection. The physician did not know when it was removed. The patient was having a MRI of the head/brain that was unrelated to the manufacturer¿s device. The physician had not seen the patient since the device was explanted on (B)(6) 2009. The progress note indicated the patient¿s infection did not resolve despite treatment with antibiotics, so the device was removed. The proximal end of the lead was removed. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.